Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
On 14apr2023, a response to a request for clarification regarding the event was received. The customer confirmed the event date and confirmed that the issue occurred during installation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no serial digital interface (sdi) image occurred due to printed-circuit board failure. The cause of the faulty qb board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was a printed circuit board failure; as a result it was observed that there was no image via serial device interface 1. The following additional findings were also noted: dead pixels in the screen, and cosmetic wear. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer they experienced an unspecified out of box failure with their high definition lcd monitor. Upon inspection and testing of the returned unit, it was discovered that there was a printed circuit board failure. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.